Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for a myocardial ablation procedure indicated for a case of paroxysmal atrial fibrillation (paf). During the procedure the physician stated that a severe noise in the amplitude was observed in both the mapping and recording systems. The nrg needle was only used for the initial atrial septal puncture. They mentioned that the nrg needle did not malfunction during the procedure, but it may have contributed to the cardiac tamponade. According to the physician, the approach towards the right-parasternal-view (rpv) was slightly difficult. Rf energy was applied 5 times, on the 5th attempt the blood pressure began to drop, and a cardiac tamponde was noted. Pericardiocentesis was then performed; however, shortly after, noise started to occur on the stablepoint as well, so the device was replaced. After replacing the device (different device, same model), the procedure was completed successfully. In addition, a slight pericardial effusion (pe) was noted on the echocardiogram before the procedure, but the presumed cause was that it was already pre-accumulated. The patient's discharge status is unknown. Product is not expected to return as it was disposed of at the facility.